Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced a vibrate anomaly on their insulin pump. The customer stated that their insulin pump does not vibrate when switched to the vibrate mode. The patient's blood glucose level was unknown at the time of the call. The customer was informed that their insulin pump could be replaced. The customer will insert new batteries in the device and call back if the issue persists. The customer did not return the product back for analysis.